Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the smartsite while infusing nitroglycerine on a primary set. The primary set was connected to a non-carefusion/bd caresite connector, and there was blood backed up as a result of the leak. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the smartsite was not confirmed. Visual inspection of the primary set showed the male luer tip was completely broken off and lodged into the female end of the non-bd extension set. There were clear signs of stress around the tip of the male luer. No damages were noted around the smartsites. Functional testing and pressure testing resulted in no leaks from the smartsites. However, due to the obvious damage, leaking would have been observed at the connection between the cracked male luer tip and the extension set if testing was feasible. The cause of the customer¿s report of a smartsite leak was not identified. However, probable leaking was confirmed at the male luer due to the damage present.